Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, pins in the electrode belt's trunk cable connector were broken. The root cause of the broken pins was unable to be positively identified, but was likely caused by excessive force as the belt was mated with the monitor. No adverse event occurred due to the broken pins on the electrode belt. The last pt to use this electrode belt did not report any problems.

Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), which was returned for normal maintenance, the pins in the trunk cable connector were found to be bent. The last pt to use this device did not report any deficiencies.